Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 2.50 x 8mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Strut 1 from the distal end of the stent was damaged and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x8mm promus premier¿ drug-eluting stent was used for treatment. However, during the procedure, it was noted that the tip of the stent appeared deformed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 8 mm promus premier¿ drug-eluting stent was used for treatment. However, during the procedure, it was noted that the tip of the stent appeared deformed. No patient complications were reported.